Event description:
It was reported that this pacemaker was part of a system revision due to infection due to a pinhole-like protrusion through the skin with redness. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service. Additional information received indicates that the patient and product information initially reported by the facility was incorrect. No infections, malfunctions or adverse effects were observed with the patient.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the patient and product information initially reported by the facility was incorrect. No infections, malfunctions or adverse effects were observed with the patient with l331/(B)(6). L331/(B)(6) is currently in service. Amending MDR decision to MDR=no report.

Event description:
It was reported that this pacemaker was part of a system revision due to infection due to a pinhole-like protrusion through the skin with redness. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.